Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The disposable cartridge was not available for evaluation. Results of the evaluation for the returned cycler found no problems. The cycler was operating within specification. There is no evidence to suggest a device malfunction occurred. The exact cause of the venous air alarm cannot be determined. The user's guide identifies probable causes of the alarm and provides adequate instructions to resolve the alarm. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred during a routine hemodialysis treatment which could not be resolved. The operator was unable to manually recover from the air alarms. Rinseback was not performed resulting in an estimated blood loss of 206cc. No medical intervention was required.